Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue because the behavior could not be re plicated. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacturer date not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site loaded a 0.3 mm cone-beam computed tomography (CT) (fov covering the head) scan and the system displayed low performance and seemed to be frozen. They reported to "sbu" and no one seem to have any idea the cause. We went to CT department to get the same scan recon to 0.5 mm loaded to the system then no issue observed. No patient impact.